Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The representative checked all connections and then the system passed the system check-out and was found to be fully functional. No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that there was an amber light on the site's camera cart and it was intermittently showing "localizer not connected" on the navigation system. The communication cycled on and off while the site was on the phone. This was prior to a case and the site used another navigation system to continue the set-up. There was no patient present when this issue was identified.